Manufacturer narrative:
This report is submitted on february 7, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to poor performance with the device and suspected device failure. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 6, 2022.